Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing headaches while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the device, the product investigation lab visually inspected the device and found no evidence of foam degradation. External investigation showed no contamination on device. The device was hooked up to a known good power supply and cord. The airflow was verified to be operating correctly. The internal investigation of the device showed contamination on the rear panel of the device. No other contamination was observed in the device. The device's downloaded event log was reviewed by the manufacturer and found one e-4 reboot error logged. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.